Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the surgeons opinion did the ethicon devices cause or contribute to the reported events ? Is there any alleged deficiency relating to ethicon product? If yes, were the cases discussed in this article previously reported to ethicon? Can specific patient demographics be provided for the subjects of this article? If so, please also include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used?

Event description:
It was reported in a journal article that a patient underwent a pinnaplasty procedure on an unknown date and suture was used. The skin was closed with subcuticular sutures. An elasticated headband was applied 24 hours a day for the first week and then at night for the subsequent week. All patients were evaluated for post-operative outcome at the six-week outpatient appointment. The patient may have experienced mild asymmetry, recurrence of ear prominence requiring repeat procedure, and/or granuloma, and possible keloid scarring. Additional information has been requested.